Event description:
One week post op, the pt developed a bleed and had to be brought back to the operating room where the product appeared "shriveled" and provided no barrier. Revision surgery was performed. The product was used in the chiari region.